Manufacturer narrative:
Qn#(B)(4). The sample was received for evaluation. The lot number of the sample received (74b1701206) is different than what was originally reported by the customer (74b1702076). A device history record (DHR) review was performed on lot number 74b1701206, and there were no issues or discrepancies found which could potentially relate to the reported complaint. No non-conformance reports were originated for the lot in question. The DHR shows that the product was assembled and inspected according to specifications. The unit was returned assembled. It was also noticed that the tubing was bent. A visual and microscopic inspection revealed that there was green flashing found at the top opening and bottom opening of the orifice of the jet. During the visual inspection, white residue was found inside of the jar. Also, the cap was not attached to all of the threads on the jar. A functional inspection was performed to determine if the nebulizer was misting. The returned tubing was used to connect the nebulizer unit to the air flowmeter. Other remarks: 5cc of water was added to the returned nebulizer unit and tubing was connected to an air flowmeter and the pressure was increased to 8 lpm. Functional testing indicated a mist was not produced from the chamber of the nebulizer and that the nebulizer bubbles. Based on the investigation performed, the reported complaint that the device is not misting has been confirmed. A non-conformance has been initiated to further investigate this complaint issue.

Event description:
Customer complaint alleges the device did not mist. Alleged defect reported as detected prior to patient use during pre-testing. No report of patient harm. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned. A device history record review shows that the product was assembled and inspected according to our specifications. Customer complaint cannot be confirmed based only on the information provided. In order to perform a proper investigation and determine the source of the alleged defect reported it is necessary to evaluate the sample involved on this complaint. No corrective actions can be established. If the device sample becomes available at a later date this complaint will be updated.

Event description:
Customer complaint alleges the device did not mist. Alleged defect reported as detected prior to patient use during pre-testing. No report of patient harm. Patient condition reported as "fine".